Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 37651, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with a neurostimulator. It was reported that the patient recently had the implant moved from under the rib cage. The patient's old recharger was not charging with the implant. After the surgery, a pain clinic tried a new recharger and it worked well. The issue was resolved as of (B)(6) 2018 and the patient was alive with no injury. No symptoms were reported. The issue occurred post-operative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the implant was moved as it was hard to charge under the rib cage. The implantable neurostimulator (ins) had been implanted on (B)(6) 2011.